Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they have been experiencing something she has never had before which is urination in her bed at night. Patient also reported that they were was catheterized over the weekend when she was in the hospital for a heart surgery. Caller states then she couldn't pee at all and they catheterized her again. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.